Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen bezel separated while the user was sleeping, after which the device was not usable and the patient transitioned to mdi with blood glucose remaining in range; the problem involved loss of or failure to bond affecting the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with bonding failure at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.